Manufacturer narrative:
(B)(4).

Event description:
An event was reported to boston scientific corporation that on an endostat iii rf generator. According to the complainant, the bipolar connection jack on the console was broken. It is unknown if the event took place during preparation or during a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 9, 2015: there was no patient or procedure involved when the issue occurred.

Event description:
An event was reported to boston scientific corporation that on an endostat iii rf generator. According to the complainant, the bipolar connection jack on the console was broken. It is unknown if the event took place during preparation or during a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event: bipolar connector detached. The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.